Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were unresponsive. The customer¿s blood glucose level was unknown. The customer reported that there were couple unexplained no insulin delivery alarms, sometimes the back button was not responsive she has push it multiple times, when rewinding the insulin pump it makes a clicking noise that she was not have before. Sometimes the new battery will say battery test fails and they have to keep switching them out. The customer reported that the tape was not sticking. The troubleshooting was not mentioned. The product will not be returned for analysis.